Event description:
The customer contact reported unrestricted flow. At an unspecified time, the device was programmed to deliver 250u/250ml of insulin, with a vtbi (volume to be infused) of 250ml, and the device was placed in standby mode. No further programming parameters were provided. After approx 2 hours, nurse noted approx 50ml of the medication had infused. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.